Event description:
Laparoscopic stapler malfunctioned in its stapling capacity. Replaced staple cartridge with another and it worked fine. On the next load, it did not want to work again, but did fire correctly.